Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2009, that an encore 26 inflation device was used during a dilatation procedure. According to the complainant, the pressure gauge of the device failed and showed no pressure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable".

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6) 2009 that an encore 26 inflation device was used during a dilatation procedure (event date, patient age, gender and weight are unknown). According to the complainant, the pressure gauge of the device failed and showed no pressure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the device revealed no defects. Functional testing was attempted, but was unable to be completed since the gauge needle could not be set to zero. The unit failed the functional testing. This confirmed the the complaint as the gauge was not state the correct pressure reading. This is most likely the result of the gauge being banged during the clinical procedure or during unpacking/preparation. The root cause has been determined to be handling damage. (B)(4).